Event description:
Pt. With placement of swan-ganz catheter in 2000. Intiially functioned within normal limits, but progressed to dampened waveform and subsequent rupture of balloon. Catheter discontinued three days later. No adverse outcome.